Event description:
After I urinated, I saw something in the toilet... Believe that a portion of the outer mesh liner of the tampon adhered to vaginal wall [foreign body in reproductive tract]. Abnormal smell - vagina [vaginal odour] . A portion of the outer mesh liner of the tampon may have adhered to my vaginal wall- tampax pearl [device breakage]. Case narrative: consumer reported that she believes a portion of the outer mesh liner may have adhered to her vaginal wall. No serious injury was reported.

Manufacturer narrative:
There is insufficient information to perform an investigation.